Event description:
Refer to MFR's report # 1627487-2007-00031.

Manufacturer narrative:
Device 2 of 2. Refer to MFR's report # 1627487-2007-00031. Method additionally, device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specs. Visual examination fund terminal ends missing (left inside ipg header), evidence of compression damage, and kinked and broken wires. Continuity tests failed. Conclusions: leads were returned damaged. Could not confirm cause of reported complaint. Ans inc. Corp has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc corp defers to the pt's physician regarding medical history.